Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports the device is defective (no further info provided). Customer reports ((B)(6) 2013) that the head of the device was spinning in the pts mouth and screws came out from near the latch in the mouth. No pt harm but pt was at risk for swallowing screws and from spinning head per customer.